Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power-intermittence (damage-battery compartment and battery cap- with moisture ingress-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/03/2014 with the following findings: a review of the pump¿s black box history showed that multiple power reboots were recorded. Visual inspection revealed that the battery compartment was cracked in the thread area and below the grip pad. Evidence of moisture contamination was observed inside the battery compartment and on the underside of the battery cap. The returned battery cap threads were found to be stripped. The battery cap contact height measurement was found to be out of the required specifications. During testing, the pump was not able to maintain consistent power with the returned battery cap. A test battery cap was used to complete all testing. The pump was exercised for 24 hours with no power reboots, power losses, or call service alarms occurring. A leak test was performed and leaks were found at the battery compartment cracks. The pump case was removed and no evidence of moisture or damage was found inside the pump.